Event description:
It was reported that during a breast biopsy procedure, the clips would not advance. The applier blocked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results for the mcm20 instrument confirmed that is was returned non-functional. The device was not to have the hoop spring misassembled not allowing the remaining clips to advance as intended, there fore some clips were formed conforming and some clips were not formed as intended. The device was disassembled to verify the condition of the internal components and the lockout spring was found bent and out of position. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.